Manufacturer narrative:
H2). Additional information and updates made to sections a, b5, and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure being performed was to address scoliosis. The violation was not measured, but it was believed to be around 1 millimeters (mm) or 2 mm. The patient not experience symptoms and did not require intervention. There was no surgical delay and troubleshooting was not necessary. Additional information was received. It was reported that the procedure was a thoracolumbar procedure.

Event description:
Medtronic received information regarding a guidance system. It was reported that there was a complaint. Additional information was received. It was reported that during the procedure in the conduction from l3 to direction, in the step of using midas, a violation of the spinal canal occurred so it did not cause damage to the patient.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.